Event description:
It was reported the surgery center required a minus 10 diopter intraocular lens to be used in a piggyback procedure. A plus 10 diopter lens was inadvertently ordered, received and implanted. The lens was then explanted and the correct diopter implanted. The pt's current visual acuity is 20/40.

Manufacturer narrative:
The device was not received. A review of the purchase order shows the account ordered the correct iol model but the incorrect diopter.